Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported death, life-threatening, required intervention to prevent permanent impairment/damage in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report . G.6 section incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report. G.2 section incorrectly marked in previous report, which is correctly marked as consumer and foreign in this follow up report. E.1 section was missing in previous report, which is correctly updated in this follow up report. D.8 and d.9 was incorrectly reported in the previous report, which is correctly updated in this follow up report. Not return to manufacturer in section h.3 incorrectly marked in previous report, which is correctly updated now.